Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: a review of the black box shows rebooting had occurred. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump successfully performed a rewind, load, and prime sequence and a 24 hour duration test with no power issues occurring. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.